Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. The customer¿s blood glucose level was 230 mg/dl. Customer declined troubleshooting and a follow up call from tandem technical support.